Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : mlc-9 -use error caused or contributed to event test strip UDI# (B)(4)

Event description:
Consumer reported complaint for dead meter. The meter turned on when the circle button was pressed but not when a test strip was inserted into the meter. The test strip and battery were inserted correctly and the meter did turn on during the call. At the time of the call the customer felt well and did not report any symptoms. The customer's expected blood glucose test result range was undisclosed. Customer stated that on (B)(6) 2018 he had obtained a blood glucose test result of 270 mg/dl fasting and he then had taken more units (unknown) of lantus. Customer stated he then went to (B)(6). Customer stated he did not remember the drive to (B)(6) and was not aware of time and how long it took to get to (B)(6). When customer arrived at (B)(6) he was not coherent and his blood glucose was tested and result obtained was 28 mg/dl non-fasting. An ambulance was called and customer had gone to the hospital. Customer did not remember how long it took to get to the hospital and did not remember a lot from their hospital stay. The diagnosis was hypoglycemia and customer was given juice and food until his blood sugar went back up. Customer was discharged the same day. Customer's blood glucose test result upon discharge was 90 mg/dl non-fasting. No new medications or healthcare program was suggested; customer is still on the same regimen. Customer performed additional blood test using the truemetrix meter on (B)(6) 2018 and had obtained a result of 72 mg/dl fasting. Customer was not concerned with any blood glucose test results; customer was mentioning the past adverse event. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.